Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the first firing during an intestinal resection, the firing was performed smoothly without problems, but when the knife was returned, it could not be released from the tissue. It was stated that it felt like the knife got stuck. The device was removed from the tissue by force, but no tissue damage was caused. There was no patient injury.